Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 1 failed to open. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (b)(6 was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door had failed to open. A field service engineer (fse) had replaced four door latches, but door 1 still failed hardware test application (hta). The fse shut down the system, replaced the door board, reassigned the door, and completed hta successfully. The customer was then able to recover and open tower door latch 1. The system functioned as intended after the field service engineer repaired the device.